Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient (pt) called to troubleshoot external device issues, that were resolved on the call. During call patient mentioned ins is red and recharging. Pt also mentioned the implant was inserted too low and pt had trouble due to that. Pt has to move the paddle around all over the place to find the device. Pt also mentioned their ins charge only lasts for a couple of weeks. Pt said it was never good for pt, within 2 weeks pt has to charge again. Pt said they finally turned stimulation off because they had to charge so often. Reviewed 2 weeks is normal.